Event description:
It was reported that nurses in the l&d indicated that the rad-57 takes too long to pick up the saturation and that the heart rate is half or less of what the actual heart rate is. Masimo's clinical specialist witnessed two c-sections. With both deliveries, the infants heart rate on the rad-57 was much lower than what was palpated. The hr reading 57 on device, but palpating at 160. The signal iq was good, as was the perfusion index (reading 1.3). In this case, the infant's heart rate on auscultation was irregular according to the nurses. After approximately 2 minutes when the baby appeared more stable, the heart rates matched. A small piece of coban was used around the patient's wrist to secure cable and prevent sensor from pulling off. Baby just born, (B)(6), and weight is unknown. The patient was slightly cyanotic consistent with new birth with irregular heart beat.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.